Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had insulin flow blocked alarm and a as a result the customer's blood glucose was 600 mg/dl and experienced dka at the time of the incident. Troubleshooting was performed for the insulin flow blocked alarm and was cleared. The insulin pump nor sensors will not be returned for analysis.